Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). The device is undergoing an evaluation but has not yet been completed. Most likely underlying root cause: mlc-22- client is testing with expired test strips (open vial more than 4 months). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 26 and 223 mg/dl. Customer stated he had tested that morning and that the first result obtained was 39 mg/dl (fasting). Customer stated that this result appeared with a control test symbol even though he was not using any control solution (customer does not have any control solution). Customer stated he then tested again, a minute later, and received a result of 135 mg/dl (fasting). Customer stated this is not the first time this occurred on the meter. The customer's expected fasting blood glucose test result range is 170 - 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification. The test strip lot manufacturer's expiration date is 10/29/2017 and open vial date is (B)(6) 2017; test strips are expired as at the time of the call they are four months past the date first opened. (B)(6). Memory concerns: customer is concerned. Customer is concerned of erratic results. Customer said that this result appeared with a control test symbol even though he was not using any control solution. Customer says that test strips were opened back in (B)(6). Explained to customer that strips are out of date.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 9/21/2017 returned test strips produce low readings. Most likely underlying root cause of low readings are due to improper storage: strips left outside of vial for an extended period of time. Test strip UDI# (B)(4). Note: customer is testing with expired strips. Vial open for more than 4 months.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 26 and 223 mg/dl. Customer stated he had tested that morning and that the first result obtained was 39 mg/dl (fasting). Customer stated that this result appeared with a control test symbol even though he was not using any control solution (customer does not have any control solution). Customer stated he then tested again, a minute later, and received a result of 135 mg/dl (fasting). Customer stated this is not the first time this occurred on the meter. The customer's expected fasting blood glucose test result range is 170 - 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification. The test strip lot manufacturer's expiration date is 10/29/2017 and open vial date is february 2017; test strips are expired as at the time of the call they are four months past the date first opened. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concerned . Customer is concerned of erratic results. Customer said that this result appeared with a control test symbol even though he was not using any control solution. Customer says that test strips were opened back in february. Explained to customer that strips are out of date.